Event description:
Pt reported that after injection with two syringes of juvederm voluma xc, the pt experienced "bubbles, like little knots under left eye," a few weeks after injection. "The prod that dissolves juvederm" was provided as treatment twice. Symptoms have not resolved.

Manufacturer narrative:
Further info from the reporter regarding event, prod and pt details has been requested. No add'l info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore add'l event, prod or pt details are not attainable. The event of "bubbles, like little knots under the left eye," is a physiological complications and analysis of the device generally does not assist allergan in determining the probable cause of this event.